Manufacturer narrative:
The reported event was unconfirmed. Three photos were received for evaluation. The first photo showcases the three way catheter. The second photo zooms into the deflated balloon. The last photo shows the catheter cap with the printed lot number. Received 1 all-silicone temp sensing foley catheter. The balloon was inflated with 10ml methylene blue solution (3 drops 1percentage aqueous methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Balloon concentricity was within specification. No leaks. The syringe was connected, and the balloon passively deflated in two minutes and 47 seconds with no issues or cuffing. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the balloon would not inflate and there was a balloon damage in the foley catheter.

Event description:
It was reported that during pretest the balloon would not inflate and there was a balloon damage in the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.